Event description:
Pt having endovascular procedure (right leg angiogram, arthrectomy, angioplasty stent) performed. During procedure, the quickcross catheter fractured. Half was removed, the other half was retained in the native vessel (sfa). Attempts were made to snare the fractured portion, but were unsuccessful. The surgeon accessed the common femoral profunda and sfa via incision, atriotomy was made in the common femoral and the catheter was retrieved. Pt experienced approx 550 cc in blood loss. Two units of prbc's and at least 1000 cc nss were administered. The pt was taken to pacu then to ccu. Pt continued to have shortness of breath and showed the beginning signs of multi-organ failure (r/t hypovolemia and or hypoxia). Attending physician discussed prognosis with family and the decision was made to deem pt as dnr status. The pt was treated for episodic seizures with cerebryx. Pt expired on (B)(6) 2011.